Event description:
Per the clinic, the patient experienced an infection around the implant site. The issue could not be resolved. The device was explanted, (B)(6), 2012. There are plans to reimplant the patient with another device; however, this has not occurred as of the date of this report, (B)(6), 2012

Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4)